Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The expiratory flow sensor was calibrated to resolve the reported issue. Customer contact reports no patient information available. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. The patient was manually ventilated. The unit was replaced and case resumed. There was no report of patient injury.